Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet device was selected for implant. The landing zone dimensions were as follows: landing zone: min diameter- 25.3, max diameter- 27.8, mean diameter- 26.5. The device was successfully implanted and a stability check was performed. On (B)(6) 2023, it was noted that the device had migrated and got trapped in the left atrium without any problems for the patient. While not confirmed, there might be partial blockage to blood flow, but no intervention was performed. The patient is stable.

Manufacturer narrative:
A event of device embolization in the left atrium after two month of implant was reported. Filed indicated that the device was successfully implanted and a stability check was performed. No intervention was performed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet device was selected for implant. The landing zone dimensions were as follows: landing zone: min diameter- 25.3, max diameter- 27.8, mean diameter- 26.5. The device was successfully implanted and a stability check was performed. On (B)(6) 2023, it was noted that the device had migrated and got trapped in the left atrium without any problems for the patient. While not confirmed, there might be partial blockage to blood flow, but no intervention was performed. The patient is stable.